Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an upstream occlusion set alarm on channel c, which interrupted delivery. This alarm may have been a false alarm. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown. No repairs were performed to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If any additional information is received, a follow-up MDR will be sent.